Event description:
Dentist reported an outbreak of pimples on the top of his left hand after wearing the gloves. The pimples were red but not itchy. The pimples subsided on their own after a week even though the dentist continued to use the gloves. Approximately one week ago he experienced another outbreak of pimples on the side of his left hand adjacent to his baby finger. The pimples were small and red but not itchy. The dentist continued to use the gloves. He is using cortisone and it is settling down a bit. The other dentist in this office has had no problems.